Event description:
It was later reported that the patient underwent full revision due to painful stimulations. The explanted device has been discarded and will not be returned to the manufacturer. No other relevant information has been received to date.

Event description:
It was later reported that x-rays were preformed and no anomalies were seen as reported by the provider. Surgical intervention required for painful stimulation. Provider also mentioned that scar tissues could be the cause but is not confirmed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been referred and scheduled for full vns replacement due to pain. The pain is not noted to be related to vns stimulation. Pain occurs when the patient moves their head. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.